Event description:
New information received noted that the patient presented in clinic for follow-up. During interrogation, significant inhibition of pacing on pocket stimulation was noted. The patient was pacing dependent. Reprogramming around the noise was not possible, the lead was capped and replaced on (B)(6) 2019. The patient was discharged the same day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited noise on the both right atrial and right ventricular leads. The noise resulted in pacing inhibition. The patient is pacemaker dependent. No patient symptoms or intervention was reported. Related manufacturer reference number: 2017865-2019-04584. Related manufacturer reference number: 2017865-2019-04588.